Event description:
It was reported that the pt experienced redness and tenderness at the lead site, and hot flashes a lead infection was noted, and the lead was explanted. The pt was placed on the antibiotic, keflex and the infection resolved w/o sequelae.

Manufacturer narrative:
(B)(4).